Event description:
It was reported that lens inferior haptic displaced anteriorly (z-syndrome). The lens appeared to have contact with the iris. The patient developed crystoid macular edema and was referred to a specialist. The patient reported decrease in vision. Yag was performed. The patient's current prognosis and treatment were described as: "lens exchange". This report pertains to the lens implanted in the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.